Event description:
It was reported that cusotmer's insulin pump alarmed button error. The device was not exposed to moisture. A button was not pressed for longer than three minutes. No other details were provided. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked reservoir tube lip.